Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The identified "downstream occlusion" alarm was confirmed and reproduced during evaluation. The false alarm was caused by a failed downstream sensor. The failed downstream sensor was replaced.

Event description:
During baxter's functionality testing it was found that a spectrum pump had a constant downstream occlusion alarm. There was no patient involvement.